Event description:
Davinici xi prograsp forcep wire broke while in use. Instrument was removed immediately and brought to its respective location for evaluation with patient labeling. . There was no patient harm, an x-ray was taken to ensure no remaining pieces of the instrument were broken into the patient. The instrument was brought to the materials management locker with a patient label attached. No harm to patient. This was part of a recent manufacturer field correction notice (classified as class ii recall by FDA), attached to this report. Product will be returned to intuitive and the or is notifying intuitive as per the field correction notice.